Event description:
A us distributor reported that a monitor lcd display screen is blank or black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd display screen is blank or black) was confirmed due to a defective apps (applications subsystems) board having corrupt programming. The root cause for the corrupt programming was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.